Event description:
Caller reported cgm error 42, which was resolved after resetting the pump. There was no adverse impact to the customer's blood glucose level. Caller successfully started their sensor session after the resolution.